Event description:
During lap sleeve gastrectomy, the scrub tech was unable to reload the stapler that had just been re-loaded 3 times without an issue. New reload then functioned. This type of issue has been previously reported.